Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of aortic regurgitation, time to aortic valve re-intervention, and mortality in degenerated trifecta versus non-trifecta bioprosthesis were reported in a research article in a subject population with multiple co-morbidities including obacco use, hypertension, hyperlipidemia, diabetes mellitus, chronic kidney disease, and coronary artery disease.. Some of the complications reported were surgical intervention (explant and valve-in-valve), hospitalization, aortic stenosis, aortic regurgitation these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "aortic regurgitation, time to aortic valve re-intervention, and mortality in degenerated trifecta versus non-trifecta bioprosthesis", was reviewed. The article presented a retrospective, single center study in patients who underwent redo aortic valve replacement (redo-avr) with either valve in valve transcatheter aortic valve replacement (viv-tavr) or redo-surgical aortic valve replacement (redo-savr) for bioprosthetic structural valve deterioration (svd). Devices included medtronic mosaic, carpentier edwards perimount/perimount magna, st. Jude (abbott) epic, medtronic hancock ii, medtronic freestyle, sorin mitroflow, and st. Jude (abbott) trifecta. The article concluded that compared to non-trifecta valves, trifecta valves exhibit early svd primarily as ar and progress rapidly to significant svd requiring redo-avr. Mortality is significantly higher with trifecta compared to non-trifecta valves potentially impacting the results of savr versus tavr studies. [The primary and corresponding author was amr abbas, department of cardiovascular medicine, william beaumont university hospital, corewell health east, royal oak, mi 48073, with corresponding email: amr.abbas@corewellhealth.org] the time frame of the study was from 2015 to 2022. A total of 171 patients were included in the study, of which 73 received an abbott device (58 - trifecta, 15 - epic). The average age was 61 years and the majority gender was male. Comorbidities included tobacco use, hypertension, hyperlipidemia, diabetes mellitus, chronic kidney disease, and coronary artery disease.